Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed nine motor error alarms within the last thirty days and a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and motor position encoder error alarm confirmed in the history file. Unable to perform unexpected restart error test or verify empty reservoir alarm due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alerts noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had with cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.